Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited back-up vvi operation. The device was explanted and replaced on (B)(6) 2016. No further information was reported.